Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure and/or product identification, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Evaluation of the returned device found evidence of subluxation of the joint, scratching of the bearing surfaces and light fretting of the head taper.